Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead was dislodged. It was also noted that sensing and impedance was not consistent, and capture could not be tested due to the patient being in atrial fibrillation. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, a sensing issue, and an impedance issue. As received, only the distal portion of the lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture, a sensing issue, and an impedance issue were not confirmed. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.